Event description:
It was reported that the cartridge was leaking near the septum and patient line. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.